Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that one week after an artificial urinary sphincter (aus) was implanted, the patient experienced wound infection leading to the device being removed. The patient noted needing four procedures the same month as the implant. No additional information was reported.